Event description:
It was reported that while preparing the catheter for customization and insertion, "the guide was removed without disconnecting the luer lock, directly from the rubber, personalizing the catheter, subsequently performing a saline flush. Catheter was inserted into the dilator without problems, immediately began to remove the guide and the catheter begins to wrinkle, as if it had been attached, at the time of trying to repair the wrinkled catheter, inserting and removing it, it broke, to which removes the entire catheter and guide, without re-implanting it." An x-ray was taken to check if there was any piece of catheter or guide left in its body, there are no traces of the catheter inside the patient. It was stated in the guide tip there is evidence of fraying of the guide and where to the touch you can see a rigid part and an elastic part, from which the client suspects that the elastic component has been cut.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken stylet is confirmed and was determined to be use related. One 0.015 in. Stiffening stylet was returned for evaluation. An initial visual observation showed the returned sample was bent, broken in two, and severely unraveled with the core wire protruding from the distal end of the proximal segment. A microscopic observation revealed the weld tip was present on the distal stylet segment. The break site in the core wire was observed to be tapered with an uneven and granular fracture surface. The break sites in the coiled wire were observed to be flat and granular. The observed characteristics of the break sites indicate the stylet broke due to excessive tensile (pulling) force. The product IFU states: ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿ and ¿flush the catheter with sterile normal saline prior to use. Catheter stylet must be wetted prior to stylet repositioning or withdrawal.¿ a lot history review (lhr) of reds3606 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reds3606 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that while preparing the catheter for customization and insertion, "the guide was removed without disconnecting the luer lock, directly from the rubber, personalizing the catheter, subsequently performing a saline flush. Catheter was inserted into the dilator without problems, immediately began to remove the guide and the catheter begins to wrinkle, as if it had been attached, at the time of trying to repair the wrinkled catheter, inserting and removing it, it broke, to which removes the entire catheter and guide, without re-implanting it." An x-ray was taken to check if there was any piece of catheter or guide left in its body, there are no traces of the catheter inside the patient. It was stated in the guide tip there is evidence of fraying of the guide and where to the touch you can see a rigid part and an elastic part, from which the client suspects that the elastic component has been cut.